Manufacturer narrative:
Section d references the main component of the system. Other medical products in use during the event include: brand name vectris surescan; product ID 977a260 ((B)(6); product type: 0200-lead; implant date; explant date brand name vectris surescan; product ID 977a260 (serial:(B)(6); product type: 0200-lead; implant date; explant date medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
Information was received from a manufacturer representative regarding a patient who was implanted with an implantable neurostimulator (ins). It was reported that they patient intensities not available and their pain had increased 50% in the last month. The patient had a loss of therapy and a return of pain. The doctor ordered an x-ray that found the 0-7 lead was completely out of the intrathecal space and the 8-15 lead was one vertebral body lower. The patient was reprogrammed to the top of the 8-15 lead to see if they got any relief while all programs were removed from the 0-7 lead. The issue was ongoing.